Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, the needle was broken off (as the attached photo shows). Another device was used to complete the surgery. No additional information could be provided. The product was returned to mitek for evaluation and a photo was provided. Mitek then conducted visual inspection of device received and photo provided by customer. The complaint device was received and inspected. Visual observations confirm that the device was found broken in two pieces and the silicon sleeve was remaining in place. The photo provided by the customer showed the same condition found during the physical analysis. A manufacturing record evaluation was performed for the finished device lot number (6l29007), and no non-conformances related to the reported complaint condition were identified. According with the visual inspection results, this complaint can be confirmed. No information was provided on how or when the failure has occurred; therefore, we cannot discern a specific root cause for user to have experienced this issue reported. Based on previous investigation in an external laboratory; the fracture in the omnispan needle is composed predominantly of microvoid coalescence, which is evidence of a ductile fracture mode. The failure was likely induced by mechanical deformation leading to ductile overload. The possible root cause based in the conclusion of the investigations can be attributed by mechanical deformation leading to ductile overload. As per IFU during insertion is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. Also, use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during meniscal repair procedure on 1/15/2021, it was observed that the omnispan meniscal repair 12deg scus repair, the needle was broken off (as the attached photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.